Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked at the white crimps of the tubing. This issue was identified during cyclophosphamide intravenous piggyback (ivpb) to a patient. The infusion was stopped and the set replaced; the nurse was able to complete the infusion without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was discarded; therefore a device analysis could not be completed for that device. However, a photograph of an unused device was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition; the device was in the overpouch. No additional testing could be performed due to the nature of the sample. The reported condition was not verified on the photograph of the unused device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.